Manufacturer narrative:
The lens was returned to bausch + lomb for eval. Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that post insertion of the intraocular lens, the surgeon noted positive vitreous pressure and poor iol support in the pt's eye. The surgeon removed the lens and the pt's left eye was left aphakic. This report is for the pt's right eye.